Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "faulty sensor" message with the freestyle libre sensor. The customer reported his wife felt he was "not in normal condition" and agitated. The customer reported he was unable to self-treat, and was provided sugar by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. The extended investigation has been performed for the reported complaint. And there was no indication, that the product did not meet specification. The device history review (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section d4 (expiration date) and h4 (device manufactured date) has been updated, based on the product extended investigation. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from erica frank, +510-424-2454, erica.frank@abbott.com to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Event description:
The customer reported, a "faulty sensor" message with the freestyle libre sensor. The customer reported, his wife felt he was "not in normal condition" and agitated. The customer reported, he was unable to self-treat. And was provided sugar by his wife. There was no report of death or permanent injury associated with this event.